Event description:
The procedure was performed in the cas: the proximal part of the delivery catheter from the green/clear junction broke off in the common carotid. Used a snare to snare the embolized section of the catheter (the catheter may have broke off in the sheath which was in the common carotid.)